Manufacturer narrative:
This report is related to previously reported complaint of noise, inappropriate high voltage therapy, and suspected lead abrasion, MFR number 2938836-2014-04604.

Event description:
New information received noted, the patient presented for an unrelated procedure on (B)(6) 2018. During the procedure the previously reported capped right ventricular lead was explanted. The patient was stable throughout. This report is related to previously reported complaint of noise, inappropriate high voltage therapy, and suspected lead abrasion, MFR number 2938836-2014-04604.